Manufacturer narrative:
(B)(4). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil prematurely detached inside the micro catheter. It was reported that the physician tried to detach the coil several times without success, however, while retracting the coil from the microcatheter it detached. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Device available for evaluation - device evaluated by manufacturer- additional information the device was returned for evaluation with the implant coil detached from the pushwire and pushwire returned broken into two segments. The proximal and distal pushwire segments were not retained together. The tack weld replacement (twr) crimp was found to be intact. The proximal pushwire segment was found to be bent at the proximal end. In addition, the proximal segment was found to be broken proximal end at the manual detachment location (via hypotube) with the release wire extending out. The instant detacher was not returned. The retainer ring appeared to be damaged. The implant coil was found to be stretched with the polypropylene filament intact. All other subassemblies appeared to be normal and no other anomalies were observed. The customer report of ¿non-detachment¿ could not be confirmed as implant coil already detached; however, it is possible that, the intact twr crimp or the bend in the pushwire may have contributed to the non-detachment issue. The report of ¿premature detachment" was confirmed. It is possible that implant coil detached due to the pulled release-wire, or due to the damaged retainer ring. The break in the pushwire distal to the break indicator with the release wire pulled back is consistent with the manual detachment method (via hypotube) as instructed in the axium coil instructions for use (IFU).